Manufacturer narrative:
The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The stent cell of the enterprise vrd (enf452212/10039483) was damaged by the unknown (mc) microcatheter during insertion through the hub. A constant and dedicated heparinized saline was used at all times. It is unknown if the enterprise introducer was seated correctly and secured to prevent movement prior to advancement of the stent. It is also unknown if there was resistance during insertion. One non-sterile enterprise vrd and delivery was received coiled in a plastic bag, the unit presented no damages; stent was received already deployed. Note: the introducer tube was not received. Stent and coil tip were observed under the microscope, one of the ends of the stent was found damaged; it presented several kinks and bent. The delivery wire coil tip presented no anomalies/defects. Lake region medical reviewed the device history records relative to the manufacturing, inspecting and packaging of lot 10039483. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The reported stent damage was confirmed with analysis; one end of the deployed stent was damaged. The cause of the damage could not be determined. It is possible that procedural factors related to the introduction contributed to the event. The introduction procedure of the enterprise vrd is technique driven; requiring proper orientation and positioning of each component of the system. If prior to introduction of the stent fully within the microcatheter, the introducer is not fully seated and secured in the microcatheter hub as outlined in the instructions or there is movement of the introducer resulting in a gap, the proximal end of the stent will expand as it enters the gap. Damage to the stent may occur with continued attempted insertion under these circumstances. Although based on the limited procedural information no definitive conclusion can be made, with review of the analysis and device history records, there is no indication of a relationship to the manufacturing process; therefore, no correction actions will be taken at this time.

Event description:
The enterprise vrd and delivery vrd cell (enf452212/10039483) was damaged by the unknown (mc) microcatheter during insertion through the hub. A constant and dedicated heparinized saline was used at all times.

Manufacturer narrative:
One non-sterile enterprise vrd and delivery was received coiled in a plastic bag, the unit presented no damages; stent was received already deployed. Note: the introducer tube was not received. Stent and coil tip were observed under the microscope, one of the ends of the stent was found damaged, presented several kinks and bent ((B)(4)); coil tip presented no anomalies/defects. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10039483. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 50 units, which were shipped from lake region medical on (B)(4) 2011. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reported by the customer as 'stent damaged' was confirmed, during the analysis it was noted that one of the ends of the stent was damaged, the cause of this harm could not be conclusively determine, the analysis and the DHR review indicates that the device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. It is possible that procedural factors or handling may have contributed with the reported condition since the records indicated that the product met specification prior to shipment; therefore no corrective action will be taken at this time. Additional information will be submitted within 30 days of receipt.